Event description:
Procedure was to treat a lesion in the common iliac artery with 70-80% stenosis and moderate calcification. Two assurant cobalt stents were used, both devices were inspected and prepped prior to use with no issues noted. Pre-dilation was not performed. The physician attempted to implant the first assurant cobalt stent by contralateral approach using a crossover sheath. The physician punctured the right side and inserted the crossover sheath and wire which achieved and crossed target lesion in left cia. There was a previously implanted stent in the right cia from a prior procedure. During advancement the physician noted that the stent had dislodged from the delivery system. The stent was expanded with a balloon and implanted in the previously implanted stent in the right cia. The physician made a second attempt using the ipsilateral approach. The left side was punctured and the guidewire crossed the target lesion. The physician reached the target lesion with the device but during repositioning to find an optimal position to expand it was noted that the markers on the balloon were moving, while stent did not change position. Due to the stent dislodgement the physician stopped the maneuvers and began expansion of the stent. It is reported that the stent was implanted in the target lesion segment of the vessel. There was no injury to patient. Image review the procedural images confirm a lesion in the left common iliac artery. A previously deployed stent is evident in the right common iliac artery. A sheath is advanced through the previously deployed stent into the ostium of the left common iliac artery. The following images show the dislodged assurant cobalt stent positioned inside the previously deployed stent. There are no images of the assurant cobalt attempted delivery or the delivery system. There appears to be a smaller device positioned inside the dislodged assurant cobalt stent. This is most likely the smaller balloon used to expand the dislodged stent inside the previously deployed stent. It is possible that this stent could not be advanced through the target lesion and the attempt to retract the device through the sheath resulted in the stent dislodging from the balloon. The proximal stent segments are flared suggesting that the stent has possibly hit off the distal end of the sheath during retraction. Given that the sheath was positioned through the previously deployed stent it could not be determined if the previously deployed stent has contributed to the first stent dislodgement.

Manufacturer narrative:
Evaluation results: inherent risk of procedure - detachment of a component of system. Patient condition affected effectiveness of device (70-80% stenosis and moderate calcification). Evaluation conclusion: known inherent risk of procedure - detachment of a component of system. Device failure/lack of effectiveness related to patient condition (70-80% stenosis and moderate calcification). (B)(4).